Manufacturer narrative:
Updated fields: b4; d9; e2; e3; g3; g6; h2; h3; h6 problem code, type of investigation, investigation findings, investigation conclusions; h11. No other information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) unit was pixelated when the power was on. There was no patient involved.